Event description:
The customer reported a leak of clenz by the bsv (blood sampling valve) on the unicel dxh 800 coulter cellular analysis system. The volume was reported as about 1 ml and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the bsv knob was loose so he tightened the bsv knob which did not resolve the leak. Upon further investigation, the fse found a section of the bsv rear pad was missing a section of ceramic surface allowing the cleaner fluid to escape the bsv and leak into the instrument. The fse replaced the bsv assembly and resolved the leak reported. Bec internal reference to this event is (B)(4).